Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The universal interface circuit board and the uninterruptible power supply were found defective and replaced. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the etrak 3500l would not initialize making the sys non operational. There was no adverse pt involvement reported. There was no pt info reported.